Event description:
The hospital medical engineer reported that the roller bearing on the roller pump of the thermogard xp ivtm system (sn (B)(6)) had come off. No patient involvement.

Manufacturer narrative:
The thermogard xp ivtm system involved in the reported complaint will not be returned to zoll for evaluation because the zoll technical service team sent a replacement roller pump to the customer, and the hospital medical engineer will replace the component to address the reported complaint. Therefore, service was not required to be performed by zoll.